Manufacturer narrative:
There is no indication that monteris devices or equipment malfunctioned leading to aborting this procedure, as the sub-arachnoid hematoma occurred after biopsy and before inserting monteris probe.

Event description:
It was reported that following a biopsy of the brain, a magnetic resonance imaging (MRI) scan showed sub-arachnoid hematoma from the biopsy that required open intervention. The case was aborted (bolt had been inserted) and the patient did not receive treatment. If additional information is received, a follow up report will be submitted.